Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported the right ventricular (rv) lead had the following issues; drop in impedance (low), noise and insulation damage. It was noted the patient had no intrinsic rhythm. The lead was capped and replaced. No further patient complications have been reported as a result of this event.